Event description:
Previously reported problem with suction bottle of pleurx catheter-denver biomedical and pleurx are registered trademarks of cardinal health, inc or one if its subsidiaries- suction device defective-no suction. Over the past couple of weeks it has now been reported that the sponge in the kit, which is part of the dressing, is visibly contaminated. They are in 2 different lot numbers as indicated in this report. Nurses have noted prior to application to the pt-no adverse event occurred to the pts. Dates of use: 14 days in 2008. Diagnosis or reason for use:pleural effusion, lung cancer.